Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator had a communication issue and did not pass the power on self-test. The ventilator was not in use on a patient at the time of event occurred. The service engineer inspected the device and verified the condition. The graphical user interface (gui) to breath delivery (bd) cable assembly was replaced. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) to breath delivery cable was returned to covidien/medtronic¿s failure analysis. A visual inspection found indentations and discoloration on the outer insulation of the cable. An investigation was performed and the failure analysis technician reported that the reported condition was due to expected wear / deterioration. If information is provided in the future, a supplemental report will be issued.